Event description:
A sentrant sheath was used as a conduit during an unknown procedure. It was reported during the index procedure during device preparation to purge and prepare the introducer, while purging was in progress it was reported the saline solution was not passing through the sheath and in fact the saline solution was returned through the hemostatic valve. The introducer was turned down to check the valve and at this point it was noted that the introducer did not have a valve. An additional introducer was opened and used to complete the procedure. It was noted the patient was never in contact with the damaged introducer. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the sheath and dilator were returned for analysis. Visual inspection confirmed there were no seals present in the sheath housing. There was no damage visible to the seal cap tabs. The seal cap was secure in the housing with no damage visible. The absence of seals in the housing was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that that the product was sealed when received. The device was handed to the physician by the nurse in a sterile fashion. The first step was purging the device. The introducer hadn't been manipulated before this step. It was confirmed that the the distal end of the introducer needs to be sealed to allow purging and to avoid blood leakage. If the introducer doesn¿t have seals this could be a problem because the patient could bleed out. It was further clarified if no seals arepresent in the device the saline solution would escape rather than return back through the hemostatic valve. The four seals acts as hemostatic valve whom prevent the blood or saline solution returns and escape from the introducer and neither of the seals were noted in distal end of the introducer. Photo analysis: two (2) photos were received from the account. The photos capture the sheath partially removed from the product tray. The dilator is visible still contained within the tray. The seal cap is correctly positioned on the seal housing however there are no seals visible within the housing. The reported missing component was confirmed through review of the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.